Event description:
A customer reported experiencing a low blood glucose level, with the lowest measured value being 46 mg/dl. Cause was not known. The control-iq feature of their pump was active, and no excess insulin delivery or incorrect profile settings were found. The customer managed the situation by consuming glucose tablets. A supplies and system check was conducted, confirming that the cartridge was available for return, but no upload of pump data was possible. Ultimately, no further assistance was required, and there was no reported adverse impact on the customer's blood glucose level.